Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -deposits in the sprung reservoir -leakage in the catheter behind the sprung reservoir. Permeability test: the test showed that the complete connected shunt system is permeable. The third-party ventricular catheter is permeable, too. During the test, bloody fluid was flushed out. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy.

Event description:
Same event asid #3004721439-2023-00027 and 3004721439-2023-00028.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a sprung reservoir (part # fv044t) was implanted during a procedure on an unspecified date. According to the complainant, the valve was believed to be occluded. The patient underwent a revision procedure on (B)(6) 2023. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch# 3004721439-2023-00027 & 3004721439-2023-00028.